Manufacturer narrative:
The user experienced a low blood glucose event requiring ems transport and emergency-department treatment with glucagon. Engineering log review indicated the pump depleted its insulin overnight and the subsequent supply-change process may have been incomplete, although no device malfunction has been confirmed based on available data. The device has not been returned for evaluation, and a follow-up MDR will be submitted if additional information becomes available. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
On (B)(6) 2025 the user¿s clinician reported that on (B)(6) 2025 the user experienced hypoglycemia with a bg of 42 mg/dl. The user¿s spouse performed a supply change before ems arrival, and the user had disconnected from the ilet prior to being evaluated. The user was transported by ems to the emergency department where glucagon was administered and the user was discharged on (B)(6) 2025 in stable condition.